Event description:
Customer reportedly received result of 285 mg/dl on the mobile system and 145 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.